Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the first nurse disconnected the IV administration set after continuous IV fluids infusion from the caresite valve extension set earlier in the shift. When the next shift nurse went to reconnect IV administration set to caresite valve extension set she said it was difficult to reconnect it, so therefore she connected the luer ending to the caresite valve tighter. Later in the shift, the nurse went to disconnect the IV administration set after infusion, and the luer ending of the IV administration set broke off into the caresite valve. As a result, the valve was forced open and the patients' blood started to leak out of the valve. The nurse immediately had to discontinue the IV completely, removing the IV catheter completely, to prevent further bleeding.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used distal portion of the primary set, along with the caresite extension set (without packaging) were returned for evaluation. Upon visual inspection it was noted that the distal male luer of the primary set was broken off in the port of the caresite valve of the extension set. The defect of a distal connector broken off in the caresite valve of the extension set was visually confirmed. Although the reported defect was confirmed, the exact root cause was unable to be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.